Event description:
This is report 1 of 2 for the same event: it was reported that during a mandible fracture surgery, it was discovered that the small battery drive device and the quick coupling device were not working. The reporter stated the small battery drive device did not have any power. There was no delay to the scheduled surgical procedure as identical spare devices were available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.